Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 01-oct-2021: the event occurred during bench test. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated and confirmed. Replaced contaminated downstream occlusion sensor. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical solis vip pump exhibited a cassette not attached alarm. No adverse effects were reported.